Event description:
It was reported that on (B)(6) 2024, a 17mm amplatzer septal occluder was selected for an implant using a 9f amplatzer trevisio delivery system. During the procedure, the device was expanded in the atrial septal, a cobra head was confirmed by tee (transesophageal echocardiography). The device was expanded several times but the same issue occurred and was removed from the patient prior to released from the delivery cable. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. A new 17mm amplatzer septal occluder was deployed without any problems, and the procedure was completed. Images are not available. There were no adverse patient effects. No health impact has been reported.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. Information from the field indicated that there were no interactions with cardiac structures, nor were there any angulations nor kinks noted in the delivery system. A 9f amplatzer trevisio delivery system was used in the procedure. Please note that per the instructions for use, artmt600034288 revision c, the recommended size delivery system for use with a 17 mm amplatzer septal occluder is an 7f which may caused the reported event of deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.